Event description:
It was reported that the patient presented in the ER after receiving a patient notification. High impedance, high capture threshold, and decreased sensing were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.